Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the aspiration nozzles, tubing and fittings, the exhaust line was routed better to alleviate kinking, and a bent spiral mix bar was adjusted which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for alanine aminotransferase (alt), alkaline phosphatase (alp) and blood urea nitrogen (bun) with ¿*¿ linearity check error on their au681-10e chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Patient demographics were not provided by the customer. The customer provided the initial results for one (1) patient sample.